Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, pn unknown, ln unknown; unknown cup, pn unknown, ln unknown; unknown stem, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00992; 0001822565-2019-00995. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is experiencing grinding noise, metal shards in blood and weak muscles causing the joint to slip approximately 9 years post-implantation. A revision procedure has been indicated; however, it has not been reported at this time. Attempts were made to obtain additional information; however, none was available.